Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that¿pt reported they fell a couple times and their device has shifted so it wasn't working and pt was having a lot of accidents. Pt stated "there is only a little lump where you can find it" since the device shifted. Pt stated they just saw a rep on tuesday and had stimulation turned up to 3.0v and reported when they increased stimulation pt noticed that their right side of their crotch "was vibrating and then the vibration was going all the way down my leg to my toes". Pt also reported getting sharp pain and stated this is on the right side from their butt down. Reviewed stimulation expectations. Pt stated they decreased stimulation when they felt that and that helped a little bit. Pt stated therapy is at 2.5 volts now and they've noticed it's not as bad. Pt reported they noticed when they've had therapy at 1.9 volts and when pt was taking a bath (pt stated first bath they took following a surgery), when pt leaned back to wash their hair they noticed when they put their foot up on the wall in the bathtub their big toe would vibrate so bad it would turn under. Reviewed role of ps and redirected pt to hcp to discuss. Pt stated they think they had their device checked on tuesday with a rep there. Agent asked for event date and pt stated "I noticed the vibration in the bottom part of my leg that started at my toe and worked up". Pt then stated they think it's been 3 weeks. Pt stated they had a fall on wednesday and had a fall on sunday and stated they were told by rep to call ps following falls. Pt stated they went to ER following falls and stated they didn't noticed vibration in leg at that time because setting was low, but stated when they increased stimulation to 3.0 volts that's when pt noticed it. Reviewed to decrease stimulation or turn therapy off if pain persists and follow up with hcp. Pt stated they have already tried decreasing stim twice. Pt mentioned they think they have upcoming appt. With a rep on september 23rd. Pt mentioned they "had a second surgery with ashby stitching my inside up". Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.